Event description:
Rec'd info from a pt indicating they experienced an increase in stimulation after a visit to a shopping mall. The pt reported, they subsequently turned off their ipg, and the pt programmer indicates the device is off, but they continue to feel stimulation and it's too strong. The pt also provided that they have not been able to directly contact their physician about the event. The name of specific retail establishments involved, or whether the pt was in proximity to theft detector devices at the shopping mall is unknown. The medtronic representative reviewed troubleshooting measures with the pt in october 2006, but was unable to resolve the reported issue. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info becomes available.